Manufacturer narrative:
Since the medical center did not return the impella device, no benchtop analysis was possible. Based on the clinical information provided, the cause of the hemolysis was not determined since product was not returned.

Event description:
The complainant reported a 61 year old male patient presenting with cardiomyopathy for impella support. The patient exhibited signs of hemolysis, despite optimal positioning. Liver profile labs and creatinine became elevated. Ultimately, the decision was made to remove the device and escalate to an impella 5.0 via trans-caval access, due to hemolysis and acute kidney injury.

Manufacturer narrative:
The impella device was not received from the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.